Event description:
The customer reported a drop of fluid leak from the probe that was contained within the coulter ac.t diff 2 analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak from the probe and replaced the probe to resolve the leak. (B)(4).